Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer indicated they followed their training and attempted to remove air from the cartridge prior filling it. Tandem technical support assisted the customer successfully load a new cartridge. The customer did not know if their blood glucose level was impacted or not.